Manufacturer narrative:
(B)(4). On an unreported date, the patient was hospitalized for the peritonitis event and discharged on an unreported date. At the time of this report, the patient was recovered from the event (outcome was previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. The patient was not hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection (inj) vancomycin (2 grams per 5 days, route and duration not reported), inj fortum (1 gram, once a day, route and duration not reported) and inj heparin (dose, frequency, duration and route not reported) for peritonitis. At the time of this report, the patient was still under treatment. The outcome of the peritonitis event was not reported. The pd therapy was ongoing. No additional information was available at this time.